Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio-control then replaced the main keypad assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio-control further evaluated the removed main keypad assembly and observed that the shock button was worn and, as a result, required a firm press for recognition.

Event description:
The customer contacted physio-control to report that the shock button on their device's main keypad assembly appeared to only respond intermittently when pressed. There were no reports of patient use associated with the reported event.